Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump indicated the full 24-hour dose was administered correctly when it did not infuse. Per reporter, a continuous infusion rate of 10 ml/hour had been programmed, with a total reservoir volume of 240 ml, which showed 0 ml at the end of the infusion and given as 240 ml. However, per reporter, the bag was still full. There was patient involvement, and no patient harm/adverse event reported.